Event description:
It was reported that the patient underwent ureteral flexible endoscopic laser lithotripsy and right ureteral stent replacement in the afternoon of (B)(6) 2023. The indwelling catheter was placed after the operation, and the drainage was smooth and fixed properly. At 6:30 on (B)(6) 2023, when the patient got out of bed to defecate, the catheter was found to slip out, and the nurse found the balloon burst after checking it. The nurse reported to the doctor and reset the catheter. Re-catheterization caused pain for the patient, prolonged the treatment time, and caused dissatisfaction for the patient, their family members, and the medical services of the hospital.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. The reported failure was able to be reproduced. The product had caused the reported failure. Based on the attached photo, a burst balloon was observed on the catheter. However, the exact cause of how and when the problem occurred could not be determined. Potential root cause could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent ureteral flexible endoscopic laser lithotripsy and right ureteral stent replacement in the afternoon of (B)(6) 2023. The indwelling catheter was placed after the operation, and the drainage was smooth and fixed properly. At 6:30 on (B)(6) 2023, when the patient got out of bed to defecate, the catheter was found to slip out, and the nurse found the balloon burst after checking it. The nurse reported to the doctor and reset the catheter. Re-catheterization caused pain for the patient, prolonged the treatment time, and caused dissatisfaction for the patient, their family members, and the medical services of the hospital.